Manufacturer narrative:
H3) through further investigation and log review, it was determined that the navigation system and imaging system were functioning as designed. It was found that the missing "private tags" were caused by user interaction with a pop-up on the imaging system. When the imaging system determined that it was unable to take a registered scan, a pop-up asking the user if they would like to take a non-navigated exam appeared. The user selected ok and proceeded, but expected the exam to be registered. The software was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The I/o panel was returned to the manufacture evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The bulkhead connector on the returned panel was found to be in good condition with no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the bulk head connector pushed into system. The bulkhead connector/media I/o panel of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Concomitant medical products: other relevant device(s) are: I/o 9735818 panel assy-dual cart s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure the site was unable to transfer an exam. They were unable to auto-transfer exams from the imaging to the navigation system. The site brought in two different imaging systems and two different navigation systems and the same issue occurred. The caller stated that with the second imaging system and the navigation system they took a new scan and it still did not transfer. Technical services (ts) asked for confirmation if their scans had a nav tag on them and the caller stated yes. The site also stated they attempted to manually load the scan through usb. The surgeon decided to abort the entire case and wake-up the patient. There was a delay of longer than one hour before the case was aborted.